Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, a broken reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. A test reservoir was installed and did not lock in to place due to a completely broken reservoir tube lip.

Event description:
The customer called in to report that the device was dropped and there was damage to the reservoir compartment. The customer's blood glucose level was unknown. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.